Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 211mg/dl, 132mg/dl. Tests were done within 11-20 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported.